Event description:
It was reported that during the use of the product, the connector was found cracked, or damaged. No patient injury.

Manufacturer narrative:
Date of event : month and year are known but actual date is unknown. Lot number and expiration date, manufacture date information is unknown. Device evaluation: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. Based on the sample returned by the customer the probable root cause can be incorrect handling. Therefore, the damage occurred after the product left shm facilities. A DHR review could not be completed as no lot number was provided. No corrective actions are required because the mitigations on place were revised and are being executed as is determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken.